Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button was initially unresponsive to touch, preventing normal unlocking, and functionality was restored after the user washed hands and cleaned the button surface. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, emergency care, or hospitalization. Investigation included user troubleshooting with cleaning of the button and retrying device operation. Investigation of this case revealed that contamination on the sleep/wake button likely impeded capacitive touch detection, and normal function resumed after cleaning, indicating no device malfunction of the underlying hardware. It was concluded, based on previously established findings for similar reports, that residue or debris on the touch interface was the likely cause.